Event description:
A customer contacted beckman coulter inc. (Bec) reporting "hydro illegal switch condition" error in the unicel dxc 800 pro synchron clinical system and waste exit sump canister leak. The customer was wearing personal protective equipment when the leak was found. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) advised the customer to stop/home the instrument and reseat the float switch on the waste exit sump canister. The customer reseated the float switch and while homing the instrument, the waste exit sump canister began leaking again. Cts generated a service request. A field service engineer (fse) went on-site (B)(4) 2011 and found a broken waste exit sump float switch in the hydropneumatic area and the waste tubing incorrectly connected to the waste exit sump. Fse reconfigured tubing and replaced the float switch. The instrument was homed and primed 20 times without errors. Repair was verified per established procedures and results met published performance specifications. (B)(4).